Manufacturer narrative:
E1 facility name - (B)(6) hospital. E1- address - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flex video scope displayed blackout during the angulation adjustment. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Based on historical data, possible causes include: electrical problems due to signal loss or open circuit, environment problems such as dust/dirt/humidity, optical problems, overheating problems, or mechanical issues such as damage, deterioration, and wear and tear between the device components without any design or manufacturing defects. A root cause could not be identified. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The issue was found during inspection for use.